Event description:
During treatment with the rotablator device, the tip of the guide wire broke off in the pt's right coronary artery. The pt underwent a coronary artery bypass graft and the wire was retrieved. The pt had numerous pre-existing comorbidities and expired on 04/11/2000.